Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to recharge the ipg. The patient has not recharged the device since approximately (B)(6) 2017. A replacement charging system did not resolve the issue. The patient is requesting to be explanted thus surgical intervention may be pending to address this issue.